Event description:
A customer contacted beckman coulter inc. (Bci) in regards total bilirubin reagent cartridge leak. No injury was reported.

Manufacturer narrative:
The device was received and inspected under 10x magnification. Results showed one distorted haptic. The account was unable to confirm the cause of the patient's torn capsule. The relationship between the device and the adverse event is undeterminable. Will continue to monitor and trend all reports.

Manufacturer narrative:
(B)(4). The lens has not yet been received for analysis. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Event description:
A nurse reported that the patient's posterior capsule during insertion of the intraocular lens. The incision was enlarged to remove the lens and an alternate lens implanted without further complication.